Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low sensing and non-capture. Chest x-ray done and noted that the lead was dislodged. Noise was also present. Additional information obtained from the field which indicated that the lead had migrated out of its original position. Thus, the physician decided to reposition the lead. The patient was checked again prior to the leaving the hospital and all numbers were still stable and appropriate. The lead remains in service. No additional adverse patient effects were reported.